Manufacturer narrative:
(B)(4). Date sent: 12/8/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screwdriver as a closing lever and the retaining pin performed as expected. The device fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The retaining pin performed without any difficulties noted, the instructions for use do contain the following caution: with the handle and closure trigger grasped in the palm of the hand, place all fingers around the firing trigger. Before firing, check to ensure the retaining pin is seated in the anvil. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received: could you please provide more details for each device malfunction? Cs40g did the device cut? No if the device cut/fired, was the cut line complete? Did the device staple? No if the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device close? No did the device fire? No did the device open? Yes was the device difficult to close on the tissue? Yes was the device difficult to fire? Was the device difficult to open? On which firing did this occur? First did the tissue retaining pin lock into the correct position? No could you please clarify if the device issue has been reported before? Not with this surgeon if yes, do you have the complaint submission numbers (pc numbers)? Could you please clarify if there were any patient consequences? Yes still on ward following anastomotic leak could you please clarify if was any change in the post-operative care of the patient as a result of the event? Anastomotic leak management

Event description:
It was reported that during an unknown procedure, the contour closing handle broke when closing on the rectum. Three devices opened and same problem. Ec45a opened and locked out on tissue, could not be reversed and stuck in-between 0 and lock symbol. Surgeon removed device by cutting the tissue

Manufacturer narrative:
(B)(4). Date sent: 10/28/2021.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: did any pieces fall into the patient? No. If yes, were they retrieved? Will all pieces be returned with the device? No the broken part of the handle has been discarded. If no, were they discarded? Could you please clarify if there were any patient consequences? Yes anastomotic leak. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Currently still on ward with leak being managed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the distal transection completed in one or multiple firings? Is the cs40g device available to be returned for analysis? What is the current status of the patient?

Event description:
Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Not in person joined on video call. Was the product being used in a clinical trial? No. Event outcome/how was it managed? Sutured rectum. Was there a patient impact? (If yes please explain) none known as yet. Was the procedure extended due to the failure? (If yes please confirm the length of delay) tbc. Has the reporter facility indicated there may be legal action? Not known. Is the product available for return? Yes. Please give a detailed explanation of the event: contour closing handle broke when closing on rectum. Three devices opened and same problem. Ec45a opened and locked out on tissue, could not be reversed and stuck in-between 0 and lock symbol. Surgeon removed device by cutting the tissue.